Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine clinic follow-up, it was noted that the patient had several mode switches for what looks like noise on the atrial lead. It was not reproducible with isometrics or pocket manipulation. The patient reported no symptoms associated with this issue. Lead measurements were within the normal range. The patient would continue normal monitoring in the clinic and on merlin.net.